Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient expired due to multi-system organ failure (msof). The pump will not be returned. No further information has been provided.

Manufacturer narrative:
Updated supplemental narrative - additional information received indicated that the patient was implanted on day 17 of hospital admission. The patient coded a few days prior requiring extracorporeal membrane oxygenation (ECMO). The patient reportedly struggled since left ventricular assist device (lvad) implantation. The patient also had a right ventricular assist device (rvad). The patient suffered from acute kidney injury (aki), ischemic feet, anemia blood loss, thrombocytopenia, pulmonary edema, coagulopathy, and hemoptysis. The patient received continuous renal replacement therapy (crrt) and inotropic therapy, but despite these efforts, the patient developed multisystem organ failure (msof) and expired. No autopsy was performed. The physician believed that the event was related to pump thrombosis. The patient had elevated pump parameters, lactate dehydrogenase (ldh), and plasma hemoglobin. Controller log files are not available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.